Manufacturer narrative:
This report is submitted on november 02, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant incision site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.